Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) impedance measurements of greater than 2000 ohms, rv noise and oversensing. Some of the oversensing appeared to be from minute ventilation (mv) signals. Troubleshooting was performed, which did not find anything abnormal. The mv feature was programmed off. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that there were additional episodes of rv oversensing, and new episodes of right atrial (ra) noise. The rv impedance measurements were greater than 3000 ohms. The ra noise was not oversensed, and there were no further episodes of ra noise. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.